Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter "squirted" from the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter before use. Additionally, the returned catheter tip was found to be damaged. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "nursing attempting to gain IV access reported that the foreign matter ¿squirted out the tip of the catheter." "I received one 18 g insyte¿ autoguard¿ bc winged catheter/adapter assembly in an opened package from catalog number 382644, lot number 9270745 the tip of the catheter looks damaged and they returned some type of foreign matter wrapped up in a piece of scotch tape with a circle around it."

Event description:
It was reported that foreign matter "squirted" from the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter before use. Additionally, the returned catheter tip was found to be damaged. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "nursing attempting to gain IV access reported that the foreign matter ¿squirted out the tip of the catheter". "I received one 18 g insyte¿ autoguard¿ bc winged catheter/adapter assembly in an opened package from catalog number 382644, lot number 9270745 the tip of the catheter looks damaged and they returned some type of foreign matter wrapped up in a piece of scotch tape with a circle around it."

Manufacturer narrative:
H.6. Investigation summary: our quality engineer inspected the sample submitted for evaluation. Bd received one unused insyte autoguard bc 18ga catheter/adapter assembly in an opened package from material number 382644, lot number 9270745. A piece of foreign matter adhered to a piece of tape was also received. A microscopic evaluation was performed on the returned catheter/adapter assembly which revealed no anomalies or damaged to the catheter tip. The catheter tip was found acceptable per specification. A microscopic evaluation was performed on the foreign matter which was wrapped up in a piece of scotch tape with a black circle around it. The foreign matter was clear in color. We were unable to identify the matter. The spectral analysis shows that this material is most likely silicone. Silicone is expected to be found as it is used on the catheter tubing as a lubricant. Due to the silicone being removed from the unit, the location could not be confirmed. The defect reported from the facility was not confirmed based on evaluation of the returned unit. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.